Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, it was found that the output connector of the subject device was defective, and the broken light guide had entered into the subject device through the output connector. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.

Manufacturer narrative:
The subject device was not returned to any of the olympus locations. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.